Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional two proglide devices referenced are being filed under separate medwatch reports. Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was not confirmed as not all components were returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a mild calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an impella carotid interventional procedure. Reportedly, the first device was successfully pre-placed. A second device was inserted; however, the there was no suture present when the plunger was removed. A third device was used and there was no suture present after plunger removal as well. The sheath was upsized to a 14f and the impella carotid procedure was completed. Hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.